Manufacturer narrative:
Device evaluation of battery (B)(4) has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery pack was unable to power on a monitor or charge. Upon investigation, one of the battery tri-cells was depleted. The cause of the inability to power on a monitor is the depleted cell and loose spot welds on the top cell negative side of the bus bar. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned battery (B)(4) and reported that the battery was unable to power on a monitor.